Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via literature that on (B)(6) 2013, approximately six months after implant, the ICD migrated due to pocket erosion. Subsequently, on (B)(6) 2017 the ICD migrated again and the upper right corner of the device was exposed. The outgrowth of infected granulation tissue was confirmed inside the pocket, but the result of cultivation was negative. The physician suspected an allergy reaction. The ICD and the lead were explanted, and replaced in (B)(6) 2017. No further information was provided.